Event description:
Device report from synthes (B)(4) reports an event in xxx as follows: on (B)(6) 2013, two canulated screws (4.0mm and 3.0mm) were removed from the patients ankle due to pain. The fracture had healed. Both screws were intact upon removal. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.